Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported: could not fire farther. It was reported that during the thoracoscopic combined with esophagectomy for esophageal cancer, could not fire farther after fired a half when severing the esophagus and could not return the blade. Used another device to prize the jaw and make bigger gap to remove out the device. The returned device with closed the jaw. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
Product complaint (B)(4). Batch # r59a02. Device evaluation summary: the analysis found that one ec60a device was returned with the closing trigger and anvil in the closed position, and the firing mechanism in the return stroke with the knife not fully back. One ecr60d cartridge reload was loaded in the device. The cartridge reload was received fully fired with the body damaged. In addition the knife was noted to be partially advanced into the anvil, thus the device would not open. The knife was returned to its home position and the device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that in order to fully returned the knife to it home position the fourth stroke must be completed. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.